Event description:
It was reported that the pacemaker (pm) exhibited no magnet response, failure to interrogate via radio frequency (rf) telemetry and loss of low voltage output. The pm was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
G2 should have foreign selected in initial report.

Manufacturer narrative:
The reported events of no rf telemetry, no magnet response, and no low voltage (lv) output was confirmed. The device was received with no telemetry. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Manufacturer narrative:
D9 should be (B)(6) 2025 in supplemental report 2.